Event description:
It was reported that when drilling holes in the posterior spine in preparation for screw insertion, the mountaineer drill guide stop was used with a 2.4mm drill bit. The first hole was drilled to a depth of 14mm and after checking the hole, the drill guide¿s depth stop was adjusted to a depth of 16mm. The first hole was then extended to a depth of 16mm. However, while drilling a second hole, the drill bit continued to an unknown depth beyond the 16mm. It was noted that the drill guide stop has slipped from its initial setting and slide up the shaft of the drill bit. The procedure was continued using a fixed length drill bit. No adverse consequences to the patient were noted. Concomitant device: mountaineer 2.4mm drill bit, catalog# 288301024, qty = 1.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Devices were not returned to the complaints handling unit for evaluation. While it was initially identified that the product devices were available, three requests have been made and 124 days have passed without the arrival of the device. A review of the device history record (DHR) for the drill guide sleeve [product code: 2883-01-020, lot no: 0910mi] was conducted identifying a lot released to stock on 9/20/10. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. Without the product devices we are unable to confirm the reported issue or identify the root cause. With no issues identified in the manufacturing or release of these devices and no observed systematic trends the complaint will be closed with no further action required. If the device becomes available the complaint will be re-opened and the device evaluated. Device not returned.